Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The provided calibration and qc data were within the expected ranges. The analyzer alarm trace contained no relevant alarms. The investigation determined that the event was consistent with a sample-specific issue. The elecsys hiv duo assay performed within specification. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. The initial result was 6.40 coi (reactive), and the repeat results were 7.17 coi (reactive) and 7.15 coi (reactive). The sample was tested on a cobas e 411 analyzer using elecys hiv combi pt assay, and the result was 0.26 coi (non-reactive). The sample was sent to another laboratory and tested on other analyzers. Using a cobas e 601 using elecys hiv combi pt assay, and the result was <0.9 coi (non-reactive). Using cmia (microparticle chemiluminescence), the result was 0.04 (non-reactive).